Event description:
Ventilator passed self testing prior to placing patient on ventilator. Ventilator flow sensor failure occurred once patient was placed on ventilator. Patient was immediately removed from machine. Biomedical team evaluated ventilator and contacted service representative. Believed to be flow sensor cable failure. No harm reached the patient.